Manufacturer narrative:
(B)(4). Batch # t5d376. Device analysis: the analysis found that one ntlc75 device was returned with the left bearing detached, the right bearing was present and in position within the saddle pin and with no reload present. Further investigation shows that the shroud was noted damage on the same side of the detached bearing. The damage noted was a scratch. No damage to the saddle pin was noted. The device and test cartridge were tested for functionality, fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The damage on the shroud and the left bearing detached is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, a small gray ring broke away and fell into the operating field. Use of another device to complete. There were no patient consequences.